Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if the message displayed prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.